Manufacturer narrative:
It was reported that the foley catheter was not draining and could not be flushed. The foley catheter was removed and the facility staff nurse reportedly noted that "the tip of the catheter had sediment and was coated." This foley catheter was reportedly in use for ten (10) days before the reported product issue was experienced. The blocked foley catheter was removed from the patient and a new foley catheter was required to be inserted. The used foley catheter was returned to the manufacturer for evaluation. Visual inspection of the received sample revealed the presence of urine and sediment within the urine meter, drain bag, tubing, and foley catheter drainage lumen. There was noted to be sediment clumped near the tubing inlet in the urine meter. No product defects or abnormalities were noted during visual inspection. Functional evaluation of the received sample was conducted with water. It was noted that drainage was slow at times due to the sediment in the tubing/inlet, but that all water was able to drain fully into the urine meter. The reported product issue of the foley catheter not draining was not verified through functional evaluation of the received sample. The suspected root cause of the reported product issue is the presence of sediment that built up during use which blocked urine flow. Due to the need for medical intervention to insert a new foley catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the foley catheter was not draining and could not be flushed. The foley catheter was removed and a new foley catheter was inserted.